Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a large volume infusor. The pm was further described as, ¿presence of a foreign body inside the infuser¿. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured september 29, 2021 to september 30, 2021. H10: the device was received for evaluation. Visual inspection revealed a white particle 0.20 square mm in size, floating in the fluid of the bladder. The white particle was subsequently identified to be acrylic material via fourier transform infrared spectroscopy. Acrylic is the material of the stressmember located inside the bladder. Small shavings from the stressmember can potentially be created during manufacturing and stay on the stressmember. However, the stressmember has a filter to prevent particulate matter from moving out of the bladder. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.